Event description:
A hospital in (B)(6) reported that the gas outlet port of a neopuff infant resuscitator was broken and requested a repair. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our regional office in (B)(4). The neopuff was inspected and repaired by a trained fisher & paykel healthcare service engineer. Our investigation is based on our evaluation of the returned faulty components and the service report provided by our (B)(4) office. Results: visual inspection of the returned complaint fascia and valve system revealed physical damage to the gas outlet port that appeared to be the result of an impact to the device. A lot check revealed one other complaint for a broken outlet port for lot 101129. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The fascia and valve system was replaced and the neopuff was returned to the customer after it passed all performance and safety tests as per the neopuff technical manual.